Manufacturer narrative:
Updated information sent into depuy indicates the patient was not an asr patient and the report is a duplicate. No MDR required.

Event description:
Recommended asr revision - left hip.

Manufacturer narrative:
Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.